Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This report is for an unknown suture cutting instrument. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in colombia that during a shoulder arthroscopy procedure on (B)(6) 2021, it was observed that an unknown suture cutting instrument would not open nor close. Another like device was used to complete the procedure without a delay reported. There were no adverse patient consequences reported. No additional information was provided.